Event description:
Additional information received from a healthcare professional (hcp) reported the patients weight. It was reported the pump had been turned off for the last 8-10 months with no refills and was alarming during that time. The patient was pending pump replacement approval as it had not occurred yet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8784, serial#: (B)(6), implanted: (B)(6) 2019, product type: catheter. Product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 28-jul-2020, UDI#: (B)(4). Product ID: 8780, serial/lot #: (B)(6), ubd: 26-apr-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving unknown medication via implanted infusion pump. It was reported that the patient's pump was not working as it should when he had it scanned at the hospital. It was reported that the patient was in a recent accident as his home burned down and even his devices burned up. The patient stated that sometimes they smell and feel things differently from before he had the device. Device beeps as well for some reason that he could not explain. No further information was reported. Additional information received from a patient indicated that the patient mentioned their pump was defective. The patient stated their pump was being replaced but was unable to recall the date of the replacement surgery. The patient stated they had hit the right therapy and was told there was no more adjustments needed then was brought to another part of the office where they were told the pump was going to be turned off. The patient stated they had been experiencing little withdrawals, not big ones, at least 30 times. The patient described having a catheter dye study done and the patient was told it was leaking. The patient stated they believed that was done about 2 months ago. The patient confirmed there was morphine in the pump and provided the name of the doctor that was the one still working with the pump and would be the one doing the replacement surgery.